Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose displayed "high" on the glucometer. Customer reverted to multiple daily injections for insulin therapy.